Event description:
It was reported that a dissection occurred. During a percutaneous transluminal coronary angioplasty, a 3.00 x 38 synergy stent was deployed in the right coronary artery (rca). Following deployment, a distal edge dissection was noted. A 2.25 x 24mm promus premier select stent was deployed to cover the dissection and complete the procedure. The procedure was completed successfully and further patient complications were reported in relation to this event.